Manufacturer narrative:
On 23 april 2018 we were informed that the 2nd step of the revision has taken place. The surgeon removed the spacer and implanted permanent hardware. The surgery was successful.

Manufacturer narrative:
Batch reviews performed on 06 july 2017. (B)(4).

Event description:
The patient came in due to signs of infection. The surgeon performed an I and d and revised all medacta hardware. The surgery was completed successfully. X-rays and explants are not available.